Event description:
Procedure: lap gastric bypass. Reportedly, when the surgeon fired the stapler there was a 2mm portion on the pt side which did not form staples in the middle. The surgeon fired another instrument on the pt side to create a new staple line. No further pt injury reported.